Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Investigation results: device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 23mm in length and extended from a position 18mm proximal of the distal markerband to 3mm distal of the distal markerband. The recommended introducer/guide sheath size for this device as per mustang product specification, is minimum 6fr sheath. The sheath used by the customer was not returned for analysis. During analysis the investigator was unable to apply negative pressure to the device due to the longitudinal tear in the balloon material, so therefore the sheath insertion test cannot be carried out. A visual and tactile examination found no kinks or damage to the shaft of the returned device. A visual examination identified no damage to the tip of the device. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the mustang device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
Reportable based on device analysis completed on 12mar2026. It was reported that the balloon could not be advanced in the sheath. The target lesion was located in the radial arteriovenous fistula. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, resistance was felt when advancing in the sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear in the balloon material.